Manufacturer narrative:
Device evaluation- the returned device was given functional testing. During testing the reported issue could not be confirmed. The reported issue was not confirmed during testing.

Event description:
It was reported the device gave a "double beep" alarm with no cassette attached. No known adverse effects to patient.